Event description:
The reporter stated that they were experiencing cartridges with errors on the I-stat troponins. There was a strong odor of sulfur upon opening the tube after blood had been added. They opened tubes from another lot number and there was no odor. They reported this issue to abbott and sent them the cartridges for evaluation. On (B)(6), they received a report stating that there were no issues with the cartridges. Additional information received via e-mail on (B)(4) 2013, the reporter stated that the patient was not redrawn. At the time of collection, other tubes were also collected and the troponin testing performed on the chemistry dimension analyzer using plasma from a li heparin gel tube. The odor of sulphur was detected when removing the cap to aspirate the blood for the istat cartridge. The odor did not stop them from testing on the istat. There was no medical intervention nor adverse events but delay in patient resulting. We have a chest pain accredited emergency room and have a limited time frame to get troponin results to emergency room hence the use of the whole blood testing with the istat. Converting to plasma testing on the dimension can be as much as adding 20-30 minutes in the turnaround time. The smell had not been noted on...

Manufacturer narrative:
A sample was received and in the process of being evaluated. Once the evaluation is complete, the information will be sent as a supplemental.